Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirm that the device cannot expose and store images. To resolve the issue rse performed the database test and recreated the database. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the saved images could not be exposed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.